Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the rep was just speaking with a healthcare provider (hcp) that was with the patient and the patient had two people report to them that they were hearing the pump alarm. The logs revealed no events, the pump had been interrogated and the rep did not believe it showed any active alarms. Additional information was received from the rep on the same day and it was noted they were able to get it squared away and the issue started two days ago; however the cause not was not reported. Additional information was received from the healthcare provider (hcp) via the company representative who reported that the doctor interrogated the pump and found no active alerts. The logs did not show any abnormal alerts. The critical alarms were played for the patient. The pump never alarmed in the office. The cause of the alarm heard by others was not determined. It was unknown if there were any external, environmental, or patient factors that may have caused or contributed to the event. The patient was going to call medtronic if the pump alarmed in the future.